Event description:
Complainant alleged a technical failure 316 alarm occurred, along with an audible indication that the blower portion of device was not functioning as intended. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Logfiles and pictures were provided for further evaluation. The log files confirmed the failure. It was determined that the device requires a new blower. A warranty replacement was processed.